Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 600 mg/dl with large ketones, nausea and tiredness associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above or beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the pump had no power after the patient woke up in the morning. She put in a new battery and the pump powered on. Upon investigation, it was noted that the patient received a ¿low battery¿ and a ¿replace battery¿ alarm during the night. The patient gave herself a bolus when the pump powered on with a new battery. This complaint is being reported because the patient experienced hyperglycemia associated with user error (not responding to the battery alarms) and not pump malfunction.